Event description:
The customer reported that the infusion set had large air bubbles. The customer also stated that during a bolus that the insulin was not delivering insulin. The customer stated that the insulin pump performed better with a complete infusion set change, her glucose level is stable, and the boluses are delivered. The customer stated that her blood glucose was in the normal range thru the night and in the morning, and then her glucose reading went over 300 mg/dl in one hour. The customer stated that these episodes have occurred at random times of the day. The customer stated that insulin was leaking between the reservoir and the infusion set, and some of it leaks into the insulin pump. The customer stated that she was unable to catch the problem, lost consciousness in the middle of the night, and stopped breathing. The customer alleged that if her husband had not been home, she could have die. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is MFR report 1 of 2. MFR report 2 of 2, medwatch report# 3004209178-2011-83172.